Manufacturer narrative:
UDI: UDI: (B)(4). Part #: 04.402.007s, lot#: 7608052 (sterile). 7mm ti straight radial stem 26mm-sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition.¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015 due to loosening of implants and nonunion. The patient was revised with synthes devices which included using a longer radial stem along with a slightly larger radial head. Devices were explanted and were fully in tact. Surgery was successfully completed without any delays or harm to patient.

Manufacturer narrative:
Device scheduled for explant in early (B)(6) 2015; has not been reported if the device has been explanted yet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is scheduled for a revision radial head replacement surgery in early (B)(6) 2015; it has not been reported if that procedure has occurred yet.

Manufacturer narrative:
This report is for an unknown radial stem/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Devices have not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient who received a radial head prosthesis on an unknown date is complaining of pain at the surgical site. It was reported that the devices were confirmed as synthes on x-ray. The area is fully healed, the construct is stable and the patient has full range of motion. The surgeon was attempting to rule out an allergic reaction to the device material versus symptomatic hardware. She was sent to an allergist for skin testing. This report is for an unknown radial stem. This is report 2 of 2 for (B)(4).